Event description:
It was reported that a guide pin from an instrument set (kit # thought to be ar-1898s, guide pin size unknown, lot # unknown) broke in a patient's femur during an acl repair. The piece was left in the patient's bone. The surgeon involved in the case is the initial reporting surgeon's partner. No additional information has become available despite attempts performed to obtain further event details. No further patient information nor his/her condition was provided at the time of this report or made available in response to follow-up requests. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but the disposition of remaining of device is unknown, therefore, the part was not returned and the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Further communication with the company representative indicates the reporting surgeon's office has not/will not provide contact information regarding the surgeon involved in this case. The cause of the complainant's event could not be determined from the information available and without device evaluation. The actual part and lot number involved remain unknown, therefore, a device history review could not be performed and the manufacturing date of this device was not determined. Possible causes for such an event would include too much driver force over the guide pin, the driver tip hitting a flex point of the guide pin, prying and/or leveraging on the guide pin or using a guide pin that had been bent from prior use. If additional information is obtained and/or the device is returned for evaluation, a follow-up report will be submitted.